Manufacturer narrative:
: The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. The patient's death was unrelated to the stellarex device or procedure, thus the paclitaxel drug did not cause or contribute to the patient¿s death. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Foreign- (B)(6)/study name: (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2014, a stellarex catheter was used to treat the target lesion of the left distal sfa. Approximately 37 months post index procedure, the patient expired on (B)(6) due to parotid cancer. The physician indicated this is not related to the study device or procedure.